Manufacturer narrative:
(B)(6). Device evaluated by MFR: the epic device was returned for evaluation. The device was received with the stent partially deployed on the delivery system. The recommended introducer sheath size for this device as per epic label spec is minimum 6fr. The 6fr sheath used by the customer was returned together with the device. The investigator was unable to advance the device through a boston scientific introducer sheath due to the partially deployed stent and the outer sheath kink. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified multiple outer sheath kinks. A visual examination identified no issues or damage to the handle of the device. The safety lock was not in place on the rack of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. A 10x40x75 epic self-expanding was advanced along with the guidewire. During the procedure, the catheter did not pass through the sheath's gate. Upon inspections, it was noted that the stent was bent. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. A 10x40x75 epic self-expanding was advanced along with the guidewire. During the procedure, the catheter did not pass through the sheath's gate. Upon inspections, it was noted that the stent was bent. The procedure was completed with another of the same device. There were no patient complications as a result of this event.